Event description:
Initial reporter indicated that during a replacement surgery on the pt's generator for reported end of service, it was discovered the pt had high lead impedance on a system diagnostic test indicating a possible lead malfunction. Reported "since she was under light anesthesia the neurosurgeon has decided to bring her back in a month to do a new implant" full revision. Good faith attempts are being made for product return of the explanted generator. The lead at this time remains implanted in the pt.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.